Event description:
A foley catheter was being removed from a patient. When the balloon was about to come out, the nurse reported that the patient experienced pain and the nurse reported resistance when removing the catheter. She did not continue with the removal of the catheter. A urologist was called in to remove the catheter. The urologist removed the catheter by pulling it out. It was reported that the patient experienced pain and bleeding.